Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic to open colostomy reversal, the doctor put the anvil of the circular stapler in the proximal bowel and used a purse string device to cinch it up. The doctor then reached over the patient, with the help of a medical resident, between the patient's legs, inserted the circular stapler in the patient's rectum, doing it by feel with the left hand inside the patient. The medical resident turned the knob to open the spike, couldn't see the orange but tried to put the anvil on the spike, heard an audible click, tried to dial down to approximate the tissue and the anvil slipped off. The doctor discovered the tissue was so thick that the spike couldn't make it through the tissue to connect to the anvil. The doctor pulled the stapler out of the patient and placed the stapler on the sterile tray. The safety on the stapler hadn't been released. A contour stapler was used to remove tissue in the pelvic area. The doctor decided to introduce the same circular stapler into the rectum, tried to advance the spike, but the spike would only come out of the stapler an 1/8" to 1/4". The doctor removed the stapler from the patient's rectum, opened a second like stapler, introduced the second stapler into the patient's rectum, hooked the anvil from the first stapler to the spike on the second stapler, and fired the stapler, successfully, good donuts, a few malformed staples. The doctor performed a leak test and the leak test passed. The doctor added biosurgical sealant to the anastomosis before closing the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. D4: batch # t5e004. Device analysis: the analysis results found that the ecs29a device arrived with the trocar partially extended with staples present. The breakaway washer was present and cut. Further analysis shows that the trocar could no be totally extended. No functional test could be performed due to that condition of device. The device was disassembled to verify the condition of the internal components and the adjusting rod was noted to be damaged not allowing the device to work as intended. No conclusion could be reach on what caused the adjusting rod damage. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.